Event description:
The manufacturer received information alleging a device shut down and was unable to be powered on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated however, the evaluation is not complete. A follow up report will be sent when the investigation is completed.

Manufacturer narrative:
The manufacturer previously reported received information alleging a device shut down and was unable to be powered on. The device was not in patient use. During the evaluation, the device's system board was replaced due to address the issues.